Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient had a loss of therapy and withdrawal symptoms. The patient had shakes, stomach pains, and increased pain/uncontrolled pain. A dye study was done prior to this report and showed that nothing was flowing from the pump; the pump not functioning. The date of the dye study was unknown by the reporter. Per the patient, the pump hadn¿t worked right since implant and they turned the pump down. The first time she got it refilled ¿they got more than they should¿. The second time they go a little more and the third time they got almost all of it out. The pump was refilled every 6 weeks. The pump was replaced and moved from the patient¿s abdomen to the patient¿s buttocks. The patient had twiddler¿s syndrome. The pump was flipping and the catheter was coiled and all twisted up, but still had csf (cerebrospinal fluid) flow, so during the pump replacement procedure the catheter was also revised. The doctor cut out the twisted portion of the existing catheter and replaced it with a new piece of catheter as it was susceptible to kinking. It was later reported that there was a kink in the catheter and the patient recovered without sequela following the procedure. The device system was delivering dilaudid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product type: catheter. Product ID: neu_ascenda_cath, serial# unknown, product type: catheter. Analysis of the pump serial number (B)(4) found no anomaly. Analysis of the catheter serial number (B)(4) found catheter body with significant twisting that may have affected infusion. Analysis found damaged retaining ring fingers, damaged transition tubing and damage/tear in seal material near the guide ring. Analysis found a kink in the catheter body. No occlusion was seen during pressure testing when catheter bent close together. Conclusion code no longer applies.